Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a partial display on the insulin pump and received a pump error 35 alarm (a broken force sensor was detected during seating or regular delivery). The customer also reported that the time clock is not visible on the screen. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the pump error 35 alarm and the customer was unable to clear the alarm. Troubleshooting was performed for the partial display and the customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor, 40 pin flexible printed circuit/lcd and motor. Successfully downloaded firmware / history files using thump and thus application. Pump error 35 alarm (internal flash crc) confirmed in history file or traces (B)(6) 2025 23:07:57:000 pm due to moisture damage at electronics assembly. Unable to confirm partial display or missing segments due to critical pump error alarm. Unit received with cracked battery tube threads, cracked case at battery tube side and fading serial number label. The unit p-cap / test reservoir locks in place properly. Critical pump error (open book image) alarm confirmed due to pump error 35 alarm due to moisture damage. Exposed to moisture damage confirmed. Unable to confirm partial display or missing segments due to critical pump error alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.